Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 13, 2021, the patient underwent removal medial distal tibia plate due to nonunion and skin breakdown. It is unknown if there was a surgical delay. Procedure outcome is unknown. This complaint involves fourteen (14) devices. This report is for (1) unk - screws: locking. This report is 12 of 14 for (B)(4).